Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the problem was caused by an improper connection between the monopolar cable and the third-party laparoscopic instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that clinical sales representative (csr) received a report from the hospital regarding an incident involving an electrical discharge or mini explosion in the trocar/abdomen during a da vinci-assisted colorectal procedure. The issue appeared from the intuitive monopolar cable which wasn¿t connecting properly to the back of the laparoscopic instrument. This connection problem disrupted the electrical current flow, causing a significant current surge that went everywhere except at the instrument tip. As a result, a portion of the black coating on the laparoscopic scissors was damaged. The hospital has expressed that they no longer wish to use intuitive monopolar cables with laparoscopic instruments. However, csr believes this is not the solution for the problem, especially considering they have been using these cables for a long time without prior issues. To better understand the situation, csr inquired about how many times the monopolar cable had been used, but the hospital was unable to provide that information. The erbe device was set to level 4, which is within normal parameters. It is also possible that the cable was connected to the incorrect port on the monopolar instrument, but this remains uncertain. They mentioned it didn¿t work on all the laparoscopic instruments. No reported patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer is not able to return the monopolar cable or the laparoscopic device, unfortunately.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the cable was inspected prior to use and they did not observe any damage out of the ordinary. In response to the reported complication they switched over to laparoscopic. There was no bleeding. The surgeon believes that the cause of the event was that the monopolar cable cord was not well connected. Nothing fell into the patient, there was no injury to the patient and the patient did not experience any post-operative complications.

Event description:
Refer to h11 for follow-up information.